Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump was dropped and the battery compartment was damaged. They reported that the insulin pump was shut down and now unable the turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to an unplugged aa battery connector. After plugging the connector back in, the unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test returning a pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The middle (enter) keypad button is cracked. Did not note any cracks in the battery compartment, battery threads, or the reservoir tube lip/retainer ring.